Event description:
The dr was unable to insert the iab into the 10f sheath. (Event complications: none from the event-reported 10/31/97.) (Pt's current status: unk-rpt'd 10/31/97.)

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely unfolded. No sheath was noted to be present on the catheter tubing. In addition, the original sheath used during the balloon insertion was not returned for eval with the balloon. The catheter od was measured and found to be within spec. It was not possible to insert the returned iab through a lab 10 french, 6 inch sheath due to the condition of the returned iab membrane. Probable cause of difficulty: based on the examination of the returned product, it was not possible to verify the encountered difficulty in the lab due to the condition of the returned iab membrane. Having the opportunity to examine the folded membrane and original sheath may have provided some add'l info into the encountered problem. In addition, it was not reported if a second iab was inserted into the pt via the sheath from the first balloon. This info could have been helpful in determining whether or not the problem was iab or sheath related. In general, difficulty advancing the iab into the sheath or into the pt may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath or iab may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.